Event description:
Certified diabetes educator contacted dexcom technical support on (B)(6) 2015 to report possible gaps in data on (B)(6) 2015. The certified diabetes educator did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(6) 2015 the reported complaint of gaps in data was not confirmed.